Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed multiple occurrences of service code 107 - multiple abnormal shutdowns. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon evaluation, there was contamination on the j502 connector, as well as the lcd ribbon cable and u201 component. The cause of the code 107 is the contamination inside the monitor. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.